Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the cause is unknown at this time. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility reported to olympus that there was no image on a g-med monitor. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed after moving to a different room. There was a delay, characterized by the reporter as "small," which did not impact the patient. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was evaluated onsite at the user facility by an olympus field service engineer. To resolve the problem, a new cable was installed from the equipment cart to the wall panel for the g-med system. The investigation is ongoing and the conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.